Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump door opening or closing did not 'initiate the unit'. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d10: concomitant product. The device was received for evaluation. During functional testing, the reported "opening or closing door does not initiate the unit" was not reproduced due to a 'door not fully latched' alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of adjustment link. The link requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.